Event description:
Complainant alleged that during biomed testing the device displayed "status 81" in pace and defib mode. Complainant indicated that there was no pt involvement in the reported malfunction.